Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The noise was reproducible and causing pacing inhibition. No intervention was performed. The patient was in stable condition and would be further monitored.